Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens exchanged with longer length lens. Cause of event was reported as patient-related factor, anatomical variant acd.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. H6: investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn and residue on the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).